Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: review of the pump histories did not reveal any records of activity related to the complaint. On investigation, rewind, load and prime steps were successfully performed without alarm. Force sensor calibration testing confirmed the sensor was detecting correct force. A cartridge containing 100 units was correctly loaded in the pump. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.